Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was suspected that the implantable cardiac monitor had exhibited loss of contact or device roll over. No interventions were made at this time. The patient was stable.

Event description:
New information received noted that the patient presented in physician's office. Upon review, it was revealed that the under-sensing was due to intermittent loss of contact. The physician has requested no further action. There were no patient consequences reported.